Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure, his olympus hd 3cmos autoclavable camera head lost its image. According to the initial reporter, the intended procedure was completed using another device with no reports of patient harm.

Manufacturer narrative:
Correction to h10 of the initial report: customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found, during the device evaluation: the cable was twisted, corrosion was present on electrical contacts of video connector, cable and imaging unit flooded. And there was wear of the main body. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible, that the reported phenomenon ¿no image¿ occurred, because the video function did not work properly, due to damaged cable. However, the cause of the damaged cable could not be established. Olympus will continue to monitor field performance for this device.